Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been explanted due to an (unspecified) infection at the region of the implant. The infected tissue was removed and the user will be reimplanted earliest in 6 months.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device damage which is expected to have been present whilst implanted. Reportedly the recipient was explanted to a pre-existing fistula at the implant site causing an infection and pain. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. Mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The user has been explanted due to an (unspecified) infection at the region of the implant. The infected tissue was removed and the user will be reimplanted earliest in six months.